Event description:
The facility stated that a silicone lens model aa4203tf was defective. It was indicated that the surgeon noticed the lens defect prior to insertion. The facility did not state the specific defect of the lens. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector are unknown.